Event description:
A bridge assurant biliary stent system was used to direct stent a lesion in the proximal superficial femoral artery (sfa). It was reported that the device could not cross the lesion site and upon removal the stent dislodged proximal to the lesion site. The lesion was severely calcified and exhibited 80% stenosis. The physician inserted a 1.5 balloon into the undeployed stent and it was used to move the stent to the lesion site where it was successfully deployed. The device was inspected prior to use with no issues noted. The patient is reported to be fine and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Severe calcification; direct stenting performed; indicated use of device is for the bile duct. Conclusions: severe calcification; direct stenting performed.